Event description:
It was reported that the user experienced multiple occlusion alerts on the ilet with an infusion set (inset), which persisted until the user changed all infusion supplies; the event is consistent with an obstruction of insulin flow associated with the connector/coupler component. Symptoms included insufficient information regarding any clinical effects. Outcomes included a delay to therapy until the supply change was completed without hospitalization. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler, which resolved after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.